Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the five lvp display boards needed to be replaced due to faulty led digit. There was no patient involvement.

Event description:
It was reported that the five lvp display boards needed to be replaced due to faulty led digit. There was no patient involvement.

Manufacturer narrative:
The reported issue of faulty led issues is related to display segment being dim was confirmed on 5 out of 5 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. (B)(4) lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 05-apr-2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 18-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the dim segment was returned.